Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged injuries and explant of device, however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. On (B)(6) 2015: the patient had unspecified injuries and underwent surgery for explant of an unspecified bard/davol ventralex st. The patient is making a claim for an adverse patient outcome against the ventralex st. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6)2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. (B)(6)2015: the patient had unspecified injuries and underwent surgery for explant of an unspecified bard/davol ventralex st. The patient is making a claim for an adverse patient outcome against the ventralex st. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6)2012 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, "the hernia sac was dissected and the hernia defect was noted. The scar tissue was seen just to the prior synthetic mesh and the mesh was taken down. The remaining piece of the synthetic mesh was still attached. A ventralex st (device #1) was placed into the abdomen and sutured." (B)(6)2015 - patient was diagnosed with ventral hernia and umbilical hernia thereby underwent robotic assisted laparoscopic repair with explant of ventralex st (device #1) and implant of ventralight st mesh using echo ps (device #2). Per operative notes, "the old mesh (device #1) was removed. The adhesions were taken down and the defect was closed. A ventralight st mesh using echo ps (device #2) was placed and sewn." Attorney alleged that the patient had adhesions, pain, hernia recurrence and emotional injuries. It was also alleged that patient had bunched mesh under skin and bulged outward, lack of incorporation, loss of belly button, scarring and inability to lift weights or exercise.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged injuries and explant of device, however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 8 months post implant of ventralex st, patient was diagnosed with hernia recurrence, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.